Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent exploratoy laparatomy, lysis of adhesions, closure of inadvertent cytotomy, liver wedge biopsy, right lobe of the liver on (B)(6) 2013; due to abdominal pain and cirrhosis. It was reported that the patient underwent exploratory laparatomy and lysis of adhesions, small bowel resection and insertion of left subclavian triple-lumen catheter on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent laparoscopic adhesiolysis and urethrocystoscopy with placement of bilateral urethral catheters on (B)(6) 2011 due to painful vaginal cuff scar tissue and pelvic and abdominal adhesions. It was reported that the patient underwent laparoscopic adhesiolysis and urethrocystoscopy with placement of bilateral urethral catheters on (B)(6) 2012 due to massive recurrent abdominal and pelvic adhesions and dyspareunia with lower abdominal pain. The alert date of this file has been reviewed and updated based on FDA cdrh¿s communication and realignment on the definition of aware date when reviewing medical records for litigation complaints. The aware date is when ethicon has reviewed the medical records and either determined that an event is MDR reportable or has identified additional or corrected information related to a previously submitted MDR.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention. It was reported that patient underwent mesh revision on (B)(6)2014 by dr. (B)(6)due to pelvic pain, urinary frequency, and hesitancy at (B)(6).

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal atrophy, spasm and acute urinary tract infection.